Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose was in the 300 and 400 mg/dl ranges. The caller stated that he was not present with the customer at the time of the call. He stated that the customer had not changed the insertion site. He was advised to have the customer change the site and inspect the infusion set cannula to see if it was bent. The customer's father advised that he would call back in order to troubleshoot for high blood glucose.